Event description:
The catheter was placed in 2002, in 2003 they noticed a crack or tear under the skin. The catheter was cut in two pieces by the cathe lab the tear was not affected by the cut. Both pieces will be returned for eval.